Event description:
During an endoscopic sphincterotomy (est) and biliary stent placement, the physician selected a cook endoscopy zilver biliary self-expanding metal stent. The introduction system was advanced through the accessory channel over a wire guide. When the tip of the introduction system exited the endoscope and was visualized inside the patient, the user noticed the tip of the introduction system was loose. Due to this observation, stent deployment was not attempted and the physician removed the introduction system from the endoscope. Upon removal of the introduction system from the endoscope and patient, the small gray tip detached from the introduction system and fell onto the floor. At this time, a plastic biliary stent was placed in the patient. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). The contact details for our distributor in (B)(4). Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The small gray tip remained securely attached to the introduction system upon receipt of the product said to be involved. We requested confirmation from our report source (our distributor in (B)(4)) if the product that was returned was actually the product that had been used. They contacted the area representative in (B)(4)and received confirmation that the product we received was indeed the actual product that had been used. They also confirmed that the detached tip had been reapplied by the physician prior to the disinfection process. During the disinfection process, the product was subjected to high temperatures, possibly causing the tip to attach again. The area representative confirmed the physician did not use glue or another type of adhesive, but simply "shoved" the detached tip back onto the introduction system prior to disinfection. During our laboratory analysis, the small gray tip could not be removed manually from the introduction system. The small gray tip was cut from the introduction system to facilitate removal. What appears to be adhesive material from the manufacturing process was observed on the inner lumen of the small gray tip. Due to the condition of the returned product and because what appears to be adhesive material from the manufacturing process is present on the small gray tip, a product discrepancy that could have caused the reported occurrence was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: due to the condition of the product said to be involved, we could not confirm the alleged report of tip detachment after removal from the endoscope. After the medical facility's disinfection processes were reviewed with engineering personnel, we confirmed the high temperature could have caused the adhesive material to bond the small gray tip and introduction system together again. Prior to distribution, all zilver biliary self-expanding metal stents are subjected to a visual and functional inspection to ensure device integrity, a review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of tip separation and detachment. This product was manufactured prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on the calculation, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.